Event description:
I had an ipl treatment at a medspa in my area for sun spots. It was a palomar starlux brand. After the ipl, my face started losing massive amounts of volume, and within 6 weeks, I had lost most of the fat cells in my face. I had to fly to texas for a fat grafting procedure, which may or may not work. These machines need to be taken off the market!